Event description:
Caller alleged discrepant results with inratio versus lab. Caller tested patient and got a reading of inr>7.5 retested and had inr=3.5. Sent for lab test and inr=14.5. 1.5 hours in between inratio meter tests. Patient had signs of bleeding; patient had got scratched and would not stop bleeding. Doctor gave patient vitamin k to lower inr. Caller stated that they had tested approximately 40 other patients that day, but no other questionable results.

Manufacturer narrative:
Ni